Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The jaw spots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it self-activated. The handle on the device was open to verified connections; under magnification, contamination that is consistent with solder flux was observed on the micro switch actuator. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the eval results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro device remained activated when the toggle was released after the third device activation. The device remained activated until the power was shut off at the poser supply. A replacement device was used to complete the procedure using the same cord and power supply. The hospital did not report any pt effects.